Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis, myocardial infarction and cerebrovascular accident are listed in the xience v everolimus eluting coronary stent systems instructions for use IFU) as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis, myocardial infarction, cerebrovascular accident and hemorrhage, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached: article title: six-month versus 12-month dual antiplatelet therapy after implantation of drug-eluting stents the efficacy of xience/promus versus cypher to reduce late loss after stenting (excellent) randomized, multicenter study. The other patient effects mentioned in the article are filed under a separate manufacturing reference number.

Event description:
It was reported in a research article that xience stents may be related to myocardial infarction, cerebrovascular accident, stent thrombosis, bleeding, and re-vascularization. Details can be found in the attached article "six-month versus 12-month dual antiplatelet therapy after implantation of drug-eluting stents the efficacy of xience/promus versus cypher to reduce late loss after stenting (excellent) randomized, multicenter study."